Manufacturer narrative:
During the mechanical inspection, the inserted stylet could be removed only with resistance and a new stylet intended for use with the lead could not be advanced towards the tip of the lead. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The visual inspection showed deformations of the inner coil close to the df4 connector pin. Further investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. Further analysis of the lead did not reveal any other irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 4 months, undersensing on the ventricular channel was reported.